Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that injector locking n40-o was loose. The following information was provided by the initial reporter: it was reported that optima injector disconnected from alaris spin collar tubing.